Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data revealed that it completed first priming little early and did not complete the second priming sequence to deploy needle. False confirmed open positions were found in the rotational sensor data, indicating rotational sensor malfunction which led to the early completion of first priming. During investigation, no horizontal score marks made by the processor connected rotational sensor spring were found on the commutator cap. After pod rerun, light horizontal score marks were found on commutator cap. Processor connected rotational sensor spring was found leaning outward and chassis connected rotational sensor spring was found leaning inward. No damages were observed on the commutator cap that would contribute to rotational sensor malfunction. The actual cause of rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.